Event description:
Information received indicates the valve was explanted due to high gradient. Surgeon suspected calcified leaflets; however, during device retrieval pannus overgrowth or possible endocarditis was noted on the product. The valve was replaced with no additional consequence reported for the patient.